Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). A siemens headquarter support center (hsc) specialist evaluated the instrument data and did not find an instrument malfunction. Quality controls were within range at the time of event. The cause of the discordant, falsely low vancomycin results is unknown, as the sample resulted as expected upon repeat testing on the same instrument. The instrument is performing according to specifications.no further evaluation of the device is required.

Event description:
Discordant, falsely low vancomycin results were obtained on one patient sample on a dimension vista 1500 instrument. The discordant results were not reported to the physician(s). A new aliquot from the sample was repeated on the same instrument, resulting higher. The corrected result was reported to the physician(s).there are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin results.